Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump received motor error and motor position encoder error. The customer¿s blood glucose level was 20 mmol/l. The customer reported that they received a motor error alarm. The customer reported that they had received motor position encoder error and motor error in the history. Customer was able to complete pump rewind. The customer reported that the drive support cap was normal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test and occlusion test. Unable to prime during prime test due to faulty force sensor resistor (gold). Unable to perform excessive no delivery test due to priming anomaly. No motor error alarm and displayable history crc check failed on startup alarm noted. The motor was tested outside the device and passed. Unable to verify displayable history crc check failed on startup alarm in the alarm history due to history file overwritten.